Event description:
The patient contacted baxter's technical service center regarding a high drain 109/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The total ultrafiltration (uf) equaled 2791ml. The patient was performing tidal therapy. The patient stated they usually had an uf around 900ml-1200ml. The patient used a 2.5% and a 4.25% dianeal solution bag last night. The technical service representative (tsr) reviewed the programming and it was tidal with a total volume of 12000ml, a fill volume of 1200ml, a tidal volume of 85%, a target uf of 300ml, a last fill volume of 500ml, a dextrose setting of same, full drains every 3 cycles, patient weight in kilograms, and patient weight equal to 80 kilograms. The tsr reviewed the therapy log and there were no bypasses last night and no alarms. The therapy log showed the therapy was completed and the initial drain volume equaled 119ml. The recovered initial drain volume equaled 0ml. The last fill volume equaled 491ml. The total fill volume equaled 10894ml. The total drain volume equaled 13686ml. The average dwell time equaled 0:31, the average drain time equaled 0:16. The total uf equaled 2791ml. The cycle 10 uf equaled 248ml. The cycle 9 uf equaled 2034ml. The cycle 8 uf equaled 28ml. The cycle 7 uf equaled -149ml. The cycle 6 uf equaled 118ml. The cycle 5 uf equaled 34ml. The cycle 4 uf equaled -157ml. The cycle 3 uf equaled 760ml. The cycle 2 uf equaled -28ml. The cycle 3 uf equaled -154ml. The tsr referred the patient to the registered nurse (rn) to review the programming and target uf. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that the patient had made her primary nurse aware of this alarm. Ps informed the nurse that the tidal uf removal was set below the recommended value which could potentially cause the overfill. The nurse stated that she would have the primary nurse review this setting. The nurse stated that as far as she knew, the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported drain volumes. The cause was determined to be use error, tidal total uf removal set too low. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.